Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to report discordant falsely low phenytoin_2 (phny_2) result obtained on a patient sample on a advia chemistry 1800 instrument. Quality control (qc) results were acceptable. Siemens is investigating.

Event description:
Discordant, falsely low phenytoin_2 (phny_2) result was obtained on a patient sample on a advia chemistry 1800 instrument. The discordant result was flagged (k //) below the analyzer's linearity range, and reported as <3.1 ug/ml. The laboratory's standard operating procedure (spo) is to correct the flagged (k //) in the centralink data management system to below the analyzer's linearity range prior to result reporting. The customer mistaken the result flag (k //) as requiring further dilution testing and the phenytoin_2 dilution resulted higher (toxic). The patient sample was repeated neat, and with dilution, resulting higher (toxic). The higher repeat result was reported to the provider(s) as the corrected result. There are no known reports of patient intervention or adverse health consequences due to the discordant phenytoin (ph2) result.

Manufacturer narrative:
Siemens filed an initial MDR 2432235-2019-00195 on 06-jun-2019. Correction (17-jun-2019): b3. Event date was on (B)(6) 2019. Additional information (17-jun-2019): b6. For laboratory specimen ids (B)(6); the 0704 represents a date code of (B)(6) 2019 for specimen ID (B)(6), and the barcode sample tube number was 796541. Additional information (24-jun-2019): the customer reported a singular discordant phenytoin (phny_2) patient sample. Calibration was acceptable and quality control (qc) results recovered within the customer's established range on the day of the event. The original patient sample recovered a result below the calibration curve. The sample was repeated under neat and diluted conditions and consistently recovered an elevated result. Siemens was not provided result monitor or kinetic data to further investigate the patient sample. The cause for the discordant result is unknown, however pre-analytical sample handling and short sampling cannot be ruled out. The instrument is performing within specification. No further evaluation of the device is required. Section h6 result code and conclusion code were updated to reflect the additional information.